Event description:
It was reported that this right atrial (ra) lead was overseeing the respiratory rate trend (rrt) signal, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted there was a spike in pacing impedances from 470 ohms to 1646 ohms. Technical services (ts) recommended turning off the rrt sensor and continuing to monitor. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).